Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out during removal leaving the pessary inside. She experienced discomfort, bleeding, and pain. She was able to remove the pessary with no medical assistance and the issue resolved.